Event description:
It was reported to philips that the device showed shock equipment malfunction and pacer equipment malfunction inop messages, as well as charge/shock failure status log messages. There was no patient involvement.